Manufacturer narrative:
At this time, the ra lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right atrial (ra) lead presented with pacing impedance measurements above 3,000 ohms, variable amplitudes, and high pacing impedance measurements. The polarity of the ra lead was changed from bipolar to unipolar and all measurements were in an acceptable range. An x-ray was performed but the damaged location of the lead was unable to be determined. The ra lead was programmed to unipolar and the patient will be seen again where a revision procedure will be considered. No adverse patient effects were reported.